Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the pump basal settings were set too high. Subsequently, the customer's blood glucose decreased to 51-52 mg/dl which was addressed with the customer consuming milk. Customer adjusted basal settings pump settings.